Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, g2. Foreign: de. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an unknown lead revision on (B)(6) 2023. It was noted that they had the spinal cord stimulation (scs) system since 2017 and it worked fine for several years. No symptoms were reported.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins replacement was in (B)(6) 2023 because of elective replacement indicator (eri). According to the rep's memory, the patient fell because of black ice and individual contacts then failed. They tried to maintain the therapy by reprogramming. The broken leads were then removed in (B)(6) 2023 and replaced with two percutaneous leads. They tried differential target multiplexed (dtm) therapy, but unfortunately this was not successful. An attempt was made to replace the two percutaneous leads with a paddle lead in (B)(6) 2023. This was done in consultation with the patient in order to maintain the MRI capability. Unfortunately, this was also unsuccessful and a new spinal neurostimulator trial was carried out in (B)(6) 2024. Once again, therapy was only slightly successful. It was noted that none of the products were available for analysis.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.